Event description:
It was reported that the suture anchor fractured during implantation. No patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - one 72202901 footprint ultra pk 4.5 mm suture anchor returned. The complaint of ¿intra-operative breakage¿ was visually confirmed. The device was returned. The stay suture was retuned. Partial anchor was returned. The anchor and grub are both broken in half. The distal tip of the anchor is chewed up with encounter with jagged bone. The inner shaft rotates off axis. The torque limiter has been disengaged from backing off past the recommended rotations. Per the IFU: ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole¿. Relevant clinical details such as size and method of tap or tunnel, patient bone quality were not provided. No related observations were reported during the manufacturing run of this product. No root cause related to the manufacturing of this device can be confirmed. (B)(4).